Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. The report is to follow up medwatch report (mw5079229).

Event description:
Name of procedure being performed: davinci robotic hernia lap repair. Event description: during surgery a piece of black rubber seal was found on top of the bowel. The surgeon removed it. The top of the trocar was removed and found that the piece matched the missing piece from the trocar. This was the port used for the davinci scope. This occurred at the end of the case and the case was completed with no patient injury. The device is available for return. Medwatch report (mw5079229) received via mail on (B)(6) 2018: at the end of robotic hernia repair, two pieces of black rubber noted on pts omentum visualized. Physician removed and irrigated abdomen to make sure no other pieces left. Black rubber pieces determined to have come from the black seal form the applied medical trocar. Dates of use: (B)(6) 2018. Diagnosis of reason for use: robotic lap hernia repair. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The duckbill and the septum, two rubber components of the seal, were damaged. The rubber fragment completed the missing portion on the duckbill. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. The report is to follow up medwatch report (mw5079229).

Event description:
Name of procedure being performed: davinci robotic hernia lap repair. Event description: during surgery a piece of black rubber seal was found on top of the bowel. The surgeon removed it. The top of the trocar was removed and found that the piece matched the missing piece from the trocar. This was the port used for the davinci scope. This occurred at the end of the case and the case was completed with no patient injury. The device is available for return. Medwatch report (mw5079229) received via mail on sep 05, 2018: at the end of robotic hernia repair, two pieces of black rubber noted on pts omentum visualized. Physician removed and irrigated abdomen to make sure no other pieces left. Black rubber pieces determined to have come from the black seal form the applied medical trocar. Dates of use: (B)(6) 2018. Diagnosis of reason for use: robotic lap hernia repair. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Correction: updated g6 "type of report" to follow-up number 1 as this was documented as follow-up number 2 in medwatch # 00089 - MFR 2027111-2018-00348 and follow-up number 3 in medwatch # 04344.

Event description:
Name of procedure being performed: davinci robotic hernia lap repair. Event description: during surgery a piece of black rubber seal was found on top of the bowel. The surgeon removed it. The top of the trocar was removed and found that the piece matched the missing piece from the trocar. This was the port used for the davinci scope. This occurred at the end of the case and the case was completed with no patient injury. The device is available for return. Medwatch report (mw5079229) received via mail on sep 05, 2018: at the end of robotic hernia repair, two pieces of black rubber noted on pts omentum visualized. Physician removed and irrigated abdomen to make sure no other pieces left. Black rubber pieces determined to have come from the black seal form the applied medical trocar. Dates of use: (B)(6)2018. Diagnosis of reason for use: robotic lap hernia repair. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Correction: updated g6 "type of report" to follow-up number 1 as this was documented as follow-up number 2 in medwatch # 00089 - MFR 2027111-2018-00348.

Event description:
Name of procedure being performed: davinci robotic hernia lap repair. Event description: during surgery a piece of black rubber seal was found on top of the bowel. The surgeon removed it. The top of the trocar was removed and found that the piece matched the missing piece from the trocar. This was the port used for the davinci scope. This occurred at the end of the case and the case was completed with no patient injury. The device is available for return. Medwatch report (mw5079229) received via mail on sep 05, 2018: at the end of robotic hernia repair, two pieces of black rubber noted on pts omentum visualized. Physician removed and irrigated abdomen to make sure no other pieces left. Black rubber pieces determined to have come from the black seal form the applied medical trocar. Dates of use: (B)(6) 2018. Diagnosis of reason for use: robotic lap hernia repair. Patient status: no patient injury occurred as a result of the event.